Manufacturer narrative:
The device was received for evaluation. During functional testing, reported problem of ¿error 345" was unable to be reproduced. A review of the event history log revealed multiple "ec 345" error messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be I/o board to be rev b, which can have leaking varistors if prior to rev l. The I/o board, shielding and foam spacers requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing. There was no patient involvement. No additional information is available.